Manufacturer narrative:
The coding for h6 and the product analysis has been corrected in this report. The reported observation of discoloration was confirmed. An area of slight discoloration was noted where the lead body showed distortion, which appeared to align with a compression of the lead body. The discoloration appeared to be related to the compression along the extension lead body. No other area of the extension appeared to be discolored or compressed. Wire damage did appear within the area of discoloration and compression. Electrical testing of the extension terminal end segment found all electrodes measured open. A high-resolution inspection did not find any obvious open wires within the segment. No stretching of the extension was performed during testing to ensure no further damage was induced. It was also noted there was some body fluid within the setscrew septum during the microscopic inspection.

Manufacturer narrative:
Reporter phone number (B)(6). A patient experiencing high impedance was reported to abbott. The patient¿s extension was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during ipg replacement for normal end of life on (B)(6) 2025, system diagnostic recorded high impedances on five extension contacts. Reportedly, the extension was also deformed and discolored. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein the extension was explanted and replaced. Effective therapy was restored post operatively.